Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported prior to corneal flap creation, a patient interface (pi) failed to be recognized by the system and was exchanged. The second pi performed as intended and the patient was docked to laser. Reporter indicated the laser was triggered and released normally; however, no flap creation was seen, just the contour, making it impossible to continue the surgery. Reporter stated the patient was sent home and will be rescheduled once servicing of the laser is completed. No patient harm was reported.

Manufacturer narrative:
A field service engineer (fse) visited the site to evaluate the system. The fse performed a software upgrade and standard test procedure on the system as a preventative measure. Potential contributing factors may include anatomical abnormalities, patient movement , and user defined settings which may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. The customer reported the initial patient interface (pi) did not work and was exchanged prior to the reported event. No further information was able to be obtained related to this pi. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).